Event description:
The bipap a40 ventilator was returned to a third-party service center and evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury.   During the evaluation of the device, the device was visually inspected there was evidence of foam degradation in the device. Additionally, it was reported on evaluation the device does not power on. The device will be scrapped as per the customer's requested. The device will be included in fsca 2021-05-a.